Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated the amount of food consumed, and delivered too large of a bolus resulting in low blood glucose (bg) level between 49-59 mg/dl. The customer consumed carbohydrates and set a temporary basal rate of 70% to address bg level. Additionally, the pump indicated a data log corruption. Reportedly, the customer continued using the pump for insulin therapy.